Event description:
It was reported that the right atrial (ra) lead had intermittent loss of capture along with intermittent undersensing. It was also reported that the lead was going to be revised. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.